Event description:
The angiosculpt was applied for the stenotic lesion found in arteriovenous anastomosis in hemodialysis shunt. Its degree of stenosis was 85%. The lesion was dilated four times by the angiosculpt. The physician conducted the dilations at 8 atmospheres for the first, and 14 atmospheres for the second, third and fourth dilation. As a result, the stenosis was dilated sufficiently. Thus the physician retrieved the angiosculpt. After the retrieval, he recognized a peeling of the material in the distal tip of the angiosculpt. The procedure was finished successfully and no adverse event was seen in the patient.

Manufacturer narrative:
(B)(4). Results: visual examination of the returned catheter found that the distal section of the scoring element ring was mangled and inverted and there was a fracture of a single scoring element strut at the scoring element ring section. There was evidence of bond disruption and displacement, as well as necking and stretching on the distal catheter shaft. Additional manufacturer narrative: the product problem was observed after the catheter was withdrawn. This is the first observed occurence of this type.